Event description:
A us distributor reported that a patient was experiencing non-functional therapy electrodes.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (therapy electrodes non-functional) has been confirmed. Upon investigation, belt was unable to complete essential performance testing. The root cause for the failure was the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled out of the strain relief, damaging the rear pulse wire solder joint in the dn. Additionally, there was an open white (drvn_gnd) wire in the ECG "c" and "d" cables. The trunk cable showed signs of physical abuse. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.